Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again, which customer acknowledged and understood.